Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with palpitations, shortness of breath, dizziness, and chest pains. Upon review, the patient's right ventricular (rv) lead exhibited noise. Programming changes were discussed but not made.